Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that during a lobectomy procedure, the staples would not hold. With the initial cartridge on normal tissues, the staples wouldn't hold. No problem concerning the section. The surgeon realized a manual suture to perform the procedure without further issue. No bleeding (it wasn't vascular tissue). There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the tsb35 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.